Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined.

Event description:
It was reported that breakage/dislodging occurred during use with a bd vacutainer® urine transfer straw. The following information was provided by the initial reporter, "during use 2 rns were unable to draw up the urine into the uc tube and ua tube. Also noted that the draw straw broke during use." 2 occurrences were reported , but the date/time and patient information were not given.